Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1500 mcg/ml) from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome-other. On 2016-07-07 it was reported that the patient had complained of needing more medicine. It was reported that the pump had been filled on (B)(6) 2016. On (B)(6) 2016 the hcp accessed the pump under x-ray and discovered that there was no drug in the reservoir, the hcp expected 33ml in the reservoir. The hcp had noted that there was a little bit of blood when they aspirated. It looked like the patient had several needle marks around the pump. The patient said that they had used an insulin syringe because they thought that the hcp had got some drug outside of the pump however the hcp feels that the patient may have accessed their reservoir and pulled the drug out of the pump. The hcp was confident that they filled the drug into the reservoir at the last refill as they had checked by pulling back a little every 5 ml they pushed in. The patient had denied withdrawing drug from the pump. It was noted that this was the patient¿s second visit since the refill on (B)(6) 2016 and the hcp was not aware of any previous volume discrepancies. The patient reported feeling that they were not getting enough medication and that it was not helping with their pain. It was unknown when the lack of therapy first started but was after the refill on (B)(6) 2016. It was not thought that this event was related to a pocket fill. The hcp did not plan on filling the pump with medication. The rep reported additional information on 2016-07-12. According to the hcp the cause of the volume discrepancy was the patient accessing the pump and removing all of the drug. When the hcp questioned why the patient had multiple marks the patient reported feeling drowsy and they thought there was a pocket fill. The patient had been dismissed from the hcp¿s practice and the sheriff¿s department was informed. It was noted that the pump was completely empty. On 2016-07-13 additional information was reported by the consumer. The consumer reported that their pump had been filled on (B)(6) 2016. Immediately after the refill the patient¿s skin felt tight and they felt like there was an egg of fluid was under their skin. The patient¿s pocket felt very strange despite the hcp saying they had confirmed they were in the pump. The patient took a diabetic needle and nicked the skin to see if they could get any fluid and a lot of clear or pink fluid came out. By the time the patient got home (1.5hrs later) they felt nauseated, hot and drowsy. The patient¿s mom noticed that they did not look right when they got home and the patient had started throwing up, could not make it to their bedroom, and they felt like they had food poisoning. The next morning the patient felt very sleepy. The patient continued to be sick over the weekend and felt like there was no medication in the device. The patient was sweaty and ached all over. The patient felt like they went from feeling overmedicated to feeling like they were going through withdraw al. The patient went to the hcp after the weekend and the hcp increased the pump, at this appointment the patient had an ultrasound and it confirmed that pump was flipped upside down. The patient had fluoroscopy which confirmed the catheter was kinked. The hcp had ¿mashed around¿ and got the pump to flip. The patient was asked by the hcp if they had tried to access the medication in the pump. The patient reported that they did not try and access the fluid but they did poke the area with a diabetic needle to drain fluid. As a result the patient was dismissed by the hcp and was told they need to have the pump explanted. The patient did not know if the alarm had been silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.